Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The pump supplies were changed to resolve the occlusion. Blood glucose was in the 400 mg/dl range.